Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed on a remote transmission. Patient was asymptomatic. Programming change was recommended.

Event description:
New information received indicated that additional episodes had been detected. The asymptomatic patient presented remotely via merlin transmission identifying intermittent ventricular oversensing that occurred all throughout the cardiac cycle and was marked with pacing inhibition. It was suggested to attempt to reproduce the oversensing with isometrics and pocket manipulation. No further information available.